Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood was leaking out of arterial end of dialyzer during treatment. Estimated blood loss was 10cc's. Pt had no adverse effects and required no adverse effects and required no medical intervention. Sample is not available.

Manufacturer narrative:
The device evaluation has not been completed. A follow up report will be filed upon completion of the investigation.